Event description:
Pt had telemetry unit in place. He had an ICD that was noted to fire on while on monitor, but no heart rhythm was noted. The telemetry monitor did not alarm or pick up that no heart rhythm was captured.